Manufacturer narrative:
The product analysis indicates that the reported issue could not be verified due to not working upon arrival. However, the drill¿s nose and bearings were corroded and there was a cleaning brush stuck inside the drill. The brush was removed and the motor/cable subassembly was replaced along with all bearings. The handpiece was repaired, cleaned, and successfully tested to specifications.

Event description:
It was reported that the handpiece overheated. Requests for additional information have been made with no response received at this time. There was no patient injury or impact reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Initially it was reported that the handpiece overheated. Follow-up information received indicates that preoperative, the handpiece did not overheat, rather the irrigation did not flow. Therefore, the handpiece was not used for the procedure. A replacement handpiece was used to complete the case.